Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-16278. It was reported that the patient was not getting adequate therapy. The ipg would not communicate with external devices. The ipg has not been recharged in more than 90 days and is inoperable, as a result, surgical intervention may occur to address the issue.